Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 1 previously reported event is included in this follow-up record. Product return status 1 device was received.   Evaluation status 1 reported event was not confirmed during testing.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was causing the cutting accessory to become unstable. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 1 device evaluation is in progress.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was causing the cutting accessory to become unstable. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 1 previously reported event is included in this follow-up record. Product return status 1 device was received.   Evaluation status 1 reported event was not confirmed during testing.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was causing the cutting accessory to become unstable. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.